Event description:
Dr blaeser reported via our sales rep, that a male pt underwent a revision surgery due to the rod breaking two years post op.

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Result, and conclusion codes will be made available following engineering eval.